Event description:
A customer reported receiving an unspecified error message with the freestyle libre reader and was therefore unable to obtain glucose readings. The customer experienced a loss of consciousness and was treated with honey and orange juice by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message with the freestyle libre reader and was therefore unable to obtain glucose readings. The customer experienced a loss of consciousness and was treated with honey and orange juice by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported reader. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.